Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: since the image abnormality occurred at angulation, we presume that abnormality of image sensor cable caused breakage or short circuit of output image signal wire which led to the image abnormality. The abnormality of the cable may have occurred by massive external stress such as excessive twisting, bending, etc. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be prevented by following the instructions for use: ltf-s190-5 IFU: operation manual chapter 3 preparation and inspection 3.8 inspection of the endoscopic system. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that with the videoscope the image became black and white. The issue occurred during inspection of the subject device for use before patient in room. There were no reports of patient harm.